Event description:
Professor (B)(6) implant surgeon of the hospital reported that a patient came in with pain. He took some x-rays and observed that the implant is broken.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.